Manufacturer narrative:
(B)(4). (B)(6). Additional PMA/510(k) number k072642. Product will not be returned by the cust.

Event description:
It was reported that the ilrght screw fractured in the patient's mouth. The fractured portion of the screw was removed and a new screw was placed.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). The certain® titanium large hexed screw (ilrght) was not returned. Since product hasn't been returned, visual/functional inspection could not be performed. Review of appropriate documentation: documents reviewed: ¿surgical manual: tapered & parallel walled implants¿ instsm rev (B)(6); torque matrix - internal connection; page d. DHR review, sterilization record review and complaint history review could not be performed as the lot number associated with the reported product is not available. A complaint history review by item number was conducted for the (ilrght) dating back to 12 months. The complaint history review revealed that no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported device was found. Complainant reported patient came to the clinic with the screws fractured. Patient have a bar with. Doctor remove the fractured portion of the screw and place another screw based on the evaluation, the device malfunction could not be verified. A root cause for this complaint could not be determined. The following sections have been updated: b4: date of this report. G4: date received by manufacturer. G7: type of report, follow-up number. H2: follow up type. H6: evaluation codes. H10: additional narrative.

Event description:
No further event information is available at the time of this report.